Event description:
(B)(4). The dental reported that 1 year after the dental implant was installed in intraoral region #8 it was verified its loss of osseointegration. A 15 n.cm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).